Event description:
After placement of the ivus catheter into the patient, the md could not pull the device back - no image. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for catheter, ivus catheter (per site reporter) reported to manufacturer, product handled by site.